Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -16.0/6.0/014 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 lens repositioning was performed due to lens rotation not associated to a low vault but the problem did not resolve. On (B)(6) 2021 the lens was exchanged for the same length, different diopter, non-toric lens. This exchanged resolved the problem. Cause of event was unknown.